Event description:
During surgery to separate conjoined twins, three burns were discovered on the right flank of pt b. The burns were reported to be third degree and required debridement by a plastic surgeon.